Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation: yes. Returned to manufacturer on: 12/20/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4) all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt150, 25.5 diopter intraocular lens (iol) was explanted due to patient's symptoms of severe halos, glare and severe visual disturbances in both eyes (ou). The symptoms were causing severe migraines in the patient and she was unable to accommodate. There was no incision enlargement, no vitrectomy was performed and no sutures were used. A zct225 lens (diopter unknown) was implanted as a replacement. Reportedly, the patient is doing well post explant. Visual acuity pre-op (pre-initial implant): 20/100; visual acuity post-op (post-initial implant): 20/40. No further information was provided. This report pertains to the patient¿s right eye (od). A separate report will be submitted for the left eye (os).

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The customer's reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specifications. A search in complaint history was performed which revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.